Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller successfully loaded the cartridge onto the pump and completed the load process, resuming insulin without further issues. Technical support provided information for resetting the pump, and the caller was able to reset it without the malfunction recurring. The customer was advised to continue using the pump and to contact support if the issue reappeared, and they acknowledged and understood the instructions.